Event description:
It was reported that on (B)(6) 2014, the patient suddenly developed tightness, intermittent sweats, and a low grade fever. The patient was given oral baclofen and the patient's symptoms improve some. It was reported that the pump was alarming. The alarm was described as a swooshing sound like a timex watch second hand moving. The patient was now hospitalized and the pump was checked. No alarms were seen. The last time the volume inside the pump was compared with the expected volume the volumes were within specification. The patient was also given intravenous ativan for "some arm issue," and the patient was being worked up for the low grade fever. The drug in the pump was lioresal. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).